Event description:
It was reported that during a right common carotid artery stenting procedure, the recovery catheter would not advance through the implanted rx acculink stent. A non-abbott catheter successfully recovered the filter. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product used during the procedure was not returned which could have aided in the determination of the cause; however, the unsuccessful recovery during the procedure can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, interaction between associated devices and accessory device support. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot number. A query of the complaint database did not reveal any similar incident with this part and lot number combination. Based on the available information, a conclusive cause could not be determined.